Event description:
The customer reported that there was poor image quality on the external monitor.

Manufacturer narrative:
The ge svc rep verified that the video to external monitor is distorted. He corrected and eliminated the problem by reseating the display adapter pcb. He verified image distortion was gone. The unit is fully functional and operating as intended.